Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 138 mg/dl. The customer stated that the buttons on the pump are not responding properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No frozen screen noted. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube and minor scratched display window.